Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have experienced a battery low alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during preventative maintenance. The root cause of the battery low alarm was determined to be damage to the battery. To correct the condition, the main battery was replaced. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.